Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated sample ID 5868920x generated falsely depressed sodium of 105 mmol/l processed on architect c16000 analyzer. The sample repeated 140.2 mmol/l on another architect c16000 analyzer. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
Field service reviewed the instrument logs and indicated the damaged #43 cuvette caused the result issue. The customer replaced this cuvette as requested. A review of the architect c1600390 service history revealed no subsequent complaints of discrepant/erratic results were reported after the damaged cuvette was replaced. Review of a 12 month search for similar complaints did not identify an adverse trend of the cuvette. A review associated with the architect c16000 erratic result rate showed no trends were identified for the c16000. The architect system operations manual provides information regarding troubleshooting of the described issue. Probable causes and corrective actions for erratic, poor precision - photometric results include cuvette is damaged with the corresponding corrective action replace the cuvette. No product deficiency and no malfunction was identified for the architect c16000 analyzer.